Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an isolated observation of noise was noted, along with an unexplained loss of atrial signal noted during a ventricular tachycardia (vt) event. It was stated all signals appeared to be excellent following the isolated event. The atrial and ventricular detection rates were reprogrammed. It was noted the vt electrogram (egm) also demonstrated double counting due to broadening of the ventricular egm signal. It was noted the patient was traveling and may have been going through airport security at the time. The right atrial (ra) lead and right ventricular (rv) lead remain in use. The patient is a participant in the post approval network (pan) clinical study. No patient complications have been reported as a result of this event.